Event description:
In 2002 the end-user called medtronic minimed and stated that they discovered a leak on the tubing near the tubing connector, family member assumed that the leak was due to the way pt slept: were generally discovered in the morning. On 10/28/2002 maersk medical a/s received the complaint and 1 used tubing and 2 unused sets.